Event description:
It was reported that balloon rupture occurred and was removed via snaring. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified forearm cephalic vein anastomosis part. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during 4th inflation for 30 seconds, the balloon ruptured. The balloon could not be pulled into the sheath since negative pressure was not applied. Therefore, a sheath was added upward, and the device was retrieved by grasping it with a 5mm snare catheter. The procedure was completed using this device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located at the proximal markerband. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination found the shaft of the device to be severely stretched and buckled between the proximal and distal markerbands. A complete separation of the shaft was also identified possibly to facilitate the removal of the hub/manifold during removal of the device from the patient as the site of separation displayed evidence of being cut. The proximal section of shaft including the hub/manifold was not returned for analysis. A visual and tactile examination found no issues with the tip of the device. A visual and tactile examination found no issues with the markerbands of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred and was removed via snaring. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified forearm cephalic vein anastomosis part. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during 4th inflation for 30 seconds, the balloon ruptured. The balloon could not be pulled into the sheath since negative pressure was not applied. Therefore, a sheath was added upward, and the device was retrieved by grasping it with a 5mm snare catheter. The procedure was completed using this device. No complications were reported, and the patient was in good condition post procedure.